Event description:
It was reported that there was a high pressure alarm which was unresolved with troubleshooting. Green flow stop would not depress when pressed, per patient. The patient was not affected. There was no patient injury reported.

Manufacturer narrative:
No product was returned however the pump's operators manual indicates (see user manual section references) that the pump will alarm high pressure if the pump detects an occlusion; this does not necessarily indicate there is a problem with the pump. There is no evidence that the pump failed to meet specifications. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history review (DHR) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: [3012307300-2022-20429]. The report was submitted in error., corrected data: corrected information provided in h10.